Event description:
A customer reported that a system message displayed and the intraocular pressure (iop) control was not available during surgery. The product was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has not been returned for evaluation. A root cause has not been identified. (B)(4).